Manufacturer narrative:
Results: bd received samples and a photo from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for erroneous platelet counts with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: not confirmed. All incident and control lot samples evaluated performed as expected.

Event description:
It was reported that bd microtainer® tube with bd microgard¿ closure. K2edta additive had erroneous platelet counts. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2015.